Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead's is-1 terminal pin could not easily be inserted in the patient's replacement device. The calling boston scientific crm field representative reported that an attempt to remove air from the device port did not resolve the issue. The pin was easily reinserted in the former device. The pin subsequently was lubricated with either sterile water or mineral oil and successfully inserted in the new device. There was no report of adverse patient effects, and the lead remains implanted and in service.

Manufacturer narrative:
At this time, no additional information is available. No adverse patient effects have been reported and records indicate that this lead remains implanted. This report will be updated if additional information is received.